Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, high capture thresholds and loss of capture (loc) were observed. A chest x ray was performed and the lead was determined to be in an optimal position. Days later, the patient was evaluated in a hospital setting due to a syncopal episode. A revision procedure was performed and the physician intended to reposition this lead, however, acceptable measurements were not obtained. This lead was then explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks were in the wrong location on the terminal pin, more proximal than expected, almost at the end. This points to the lead being improperly inserted into the device header when the set screw was tightened down. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing found improper insertion depth. The observation is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, high capture thresholds and loss of capture (loc) were observed. A chest x ray was performed and the lead was determined to be in an optimal position. Days later, the patient was evaluated in a hospital setting due to a syncopal episode. A revision procedure was performed and the physician intended to reposition this lead, however, acceptable measurements were not obtained. This lead was then explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that shortly after this right ventricular (rv) lead was implanted, high capture thresholds and loss of capture (loc) were observed. A chest x ray was performed and the lead was determined to be in an optimal position. Days later, the patient was evaluated in a hospital setting due to a syncopal episode. A revision procedure was performed and the physician intended to reposition this lead, however, acceptable measurements were not obtained. This lead was then explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.